Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the patient has been experiencing erratic blood glucose (bg) for the "last few months." The patient bgs have reportedly been as high as 600mg/dl and as low as 39mg/dl with no reported signs or symptoms of hyperglycemia or hypoglycemia. The reporter noted that the elevated bgs are corrected via the pump and the low bgs are corrected with juice. The reporter stated that the patient's hcp has been changing settings frequently. The pump was not available for review at the time of initial contact. Customer technical support has attempted to follow up with the reporter to complete troubleshooting, without success. This complaint is being reported because the patient allegedly experience hyperglycemia and hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. The black box data showed dates from (B)(6) 2014. The data from the time of the alleged incident was unavailable for review, as it had been overwritten due to continued pump use. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.